Event description:
I had breast implants in (B)(6). From the moment I woke up I was struggling to breathe. Over the next two years I developed chronic asthma undergoing numerous tests to find out why I couldn't breathe. I also started to develope chest infection after chest infection with my body unable to fight the illness. I also have been suffering extreme brain fog, fatigue, confusion, depression, anxiety and joint aches. I believe my gel implants are the cause of these effects on my body.